Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior/posterior lumbar fusion at l2-s2ai due to tumor at l5. In this surgery, l5 vertebral body was removed and cage insertion was performed. On the same day, posterior fixation was also performed. The alleged rod was implanted in the patient's body during this surgery. On an unknown date, post-op, the rod on both sides of l5-s1 broke. Hence, a revision surgery was performed, in which the broken rods were replaced and posterior fixation at l3-s2ai was performed. Three rods were also used for reinforcement. Pedicle screws at l2 were removed in this surgery as bone union had been achieved. No fragment of the broken rods remained inside the patient. Patient's issue has been reported to have resolved.